Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date about 6 years prior to the event, an unknown trifecta valve was successfully implanted. On an unknown date, the patient presented with heart failure, new severe left ventricular dysfunction, moderate mitral regurgitation, severe atrial stenosis, and severe atrial regurgitation. The patient was planned to have a transcatheter aortic valve implantation procedure on (B)(6) 2022. The patient was reported as discharged. No additional information was provided.

Manufacturer narrative:
An event of heart failure, new severe left ventricular dysfunction, moderate mitral regurgitation, severe atrial stenosis, and severe atrial regurgitation after six years on implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of reported event could not be conclusively determined.